Event description:
It was reported that the patient could not "figure the device out," and the device "hasn't worked basically since implant." Additional information has been requested and if received, a supplemental report will be sent.

Event description:
Additional information received reported that the patient had been out of town for the summer. The patient was supposed to meet a manufacturer representative, but cancelled stating that things had resolved and gotten better.

Manufacturer narrative:
Product ID, 3093-33 lot# v871805, implanted: 2012 (B)(6), product type lead product ID, 3093-33 lot# v786385, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).